Event description:
Country of complaint: (B)(6). Thread breaks when knotting, and the breakage does not appear in the knot.

Manufacturer narrative:
Mfg site eval: samples received - 6 unopened units. There are no previous complaints of this code batch. There are no units in OEM stock. Linear tensile strength results of the samples received fulfil OEM requirements. The knot pull tensile strength of the samples received were tested and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Us reporting agent notified on (B)(6) 2014.